Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal event. No allegation was made against the device, but not enough information is available to definitively refute potential device involvement in the episode. The patient has been in contact with their physician regarding the syncope. No additional adverse patient effects were reported. This device remains in service.